Manufacturer narrative:
Product event summary: analysis found difficulty interrogating devices due to intermittent rf (radio frequency) head cable connection; rf head cable found out of electrical specification. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.